Event description:
Please note that this event did not meet reporting criteria because outcomes did not include death or permanent disability, but it is being reported to be brought to the FDA's knowledge. During the procedure, after the third prostate laser ablation, an attempt was made to target the lateral right side of the prostate. The trochar/sheath combination was inserted into the pelvis, but then pulled back without ablation due to its unsatisfactory position. Upon pulling back, it was noted that the distal 3cm of the introduction sheath was missing and had broken off and remained within the patient. No more ablations were done. The patient was informed of the incident in the recovery room and of possible sequelae. He was discharged home the same day and instructed to contact the research team with any new symptoms. The subject was followed up weekly by the research team via phone calls for approximately 1 month. At the 1 month follow up clinic visit, the urologist noted a small palpable, non-tender abnormality at the patients right perineum. This was thought to be the broken sheath tip. At present, patient reports no symptoms and no intervention is planned.